Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump turns off without warning despite changing the batteries. The blood glucose reading was 170 mg/dl. She was unable to complete troubleshooting due to the battery issues. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no blank display and all operating currents were within specification. The insulin pump passed the self test and no unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.